Event description:
The device did not maintain homeostasis; the valve was leaking blood throughout the case. It is unknown how much blood leaked; however, no transfusion was needed. When the leakage was noted, the physician removed the device and replaced with a 20fr sheath. Despite the leaking valve, the endovascular graft was deployed as intended. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation in progress.